Event description:
The plastic tip of laparoscopic harmonic scalpel ace+7 5mmx45cm disposable hand piece began to "peel" during the procedure. The plastic tip did not fall into the patient and remained on the device. Once noticed, the disposable device was immediately removed from the patient and sterile field and replaced with a new laparoscopic 5mmx35cm harmonic scalpel.